Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was receiving a "data has been lost" message. The patient reported that they haven't used their therapy in a couple of years, and they are seeing a data has been lost message when they try to connect their communicator to their ins. The patient stated that they tried updating their app. Patient stated that they have an upcoming MRI, and they were trying to put their device into MRI mode. Agent reviewed the meaning of the message and redirected the patient to their healthcare provider to have the data reprogrammed.